Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had object inside the instrument (rubber seal from the biopsy channel valve cap). The event occurred during a colonoscopy diagnostic procedure while the patient was under sedation. There were no reports of patient harm.

Event description:
The rubber seal from the biopsy channel valve cap detached from the device.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign object could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.